Event description:
A pt reported experiencing inaccurate erratic result with a pt with a otp meter. The pt's high blood glucose results were 210,118,150,159,174mg/dl. Tests were done within 11-20 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.